Event description:
Rn was using new safety needle (23g) while administering covid vaccine. The safety needle did not close all the way and the rn was stuck when trying to place needle in the sharps container.